Event description:
It was reported that the patient presented with a small tear in their driveline near the connection to their system controller. No alarms were noted. A clamshell repair was requested. It was reported on (B)(6) 2022 that a clamshell repair had been performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damaged driveline was unable to be confirmed from this evaluation as no photos were submitted depicting the damage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use IFU (rev. C) is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.